Manufacturer narrative:
The pump passed the displacement test and active current measurement. However, the pump failed the sleep current measurement due to a problem isolated to pcb1. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received low battery alert prior to the replace battery alert for twice. Customer stated that the battery was not previously used and battery cap was not loose, cracked or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.